Manufacturer narrative:
G3 has been updated. Ise parameter for other samples were also affected in the same event. For this information, please refer to the medwatch with mfg report number 1823260-2023-02779.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer (fse) found a hole in the drain tube of the rinse station and replaced it. The fse performed mechanical and cell blank checks successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable alb2 albumin gen.2, crep2 creatinine plus ver.2, hdlc3 hdl-cholesterol plus 3rd generation results for 3 patient samples on a cobas 6000 c501 module. For sample 1, the initial albumin result was 65 g/l. The sample was repeated at another laboratory and the repeat result was 40 g/l. For sample 2, the initial creatinine result was 15 umol/l. The sample was repeated at another laboratory and the repeat result was 115 umol/l. For sample 3, the initial hdl result was 3.35 mmol/l. The sample was repeated at another laboratory and the repeat result was 1.62 mmol/l. The repeat results from the other laboratory were from a cobas 8000 c 702 module.